Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "impacted bone allografts and a cemented stem after failure of an uncemented stem: preliminary results" written by martin a. Buttaro, lucas marcos, german farfalli, fernando comba, and francisco piccaluga published by hip international / vol. 19 no. 3, 2009 / pp. 221-226 was reviewed. The article's purpose: to review "the results of impaction bone grafting technique and a cemented stem in 27 consecutive patients with a failed uncemented femoral component." Failed uncemented femoral component included 1 aml uncemented (depuy) with noted bone loss through radiographic detection of osteolysis. Patients received either depuy or non-depuy replacement stems. The article does not discuss any other components such as the femoral head or acetabular cup. Therefore, it is assumed that all other components are depuy used in conjunction with depuy stems. The article does not identify the products associated with the adverse events post revision surgery. Products utilized from initial: aml. Adverse events associated with aml stem: revision for loose stem, bone loss, osteolysis. Products utilized in revision: charnley or c-stem with depuy cmw cement. Adverse events after revisions: dislocation treated conservatively with brace.